Event description:
Boston scientific received information that during a routine follow up visit, this pacemaker was unable to be interrogated and would not establish telemetry. The physician noted that a magnet was applied to the device and revealed a magnet rate of 100 and had less than one year remaining, therefore it could not be confirmed that the device was capable of providing therapy and the patient was subsequently hospitalized. A revision procedure is to be performed to replace the device in the near future. No adverse patient effects were reported. The device remains in service at this time.

Manufacturer narrative:
To date, the revision procedure has not been performed. Once the revision is completed, the device will be returned to boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.